Event description:
The customer reported that the screen went blank and the image was lost on the 2600 system. No patient injury was reported.

Manufacturer narrative:
The ge representative conducted an onsite investigation. The anode and cathode were swapped on the tank and the tube. The high voltage cable were replaced. The system was tested and is now operating as intended.